Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
Device not returned.

Event description:
It was reported that noise was observed on the rv lead. Patient was asymptomatic. The rv lead was extracted and replaced. The patient was stable before, during and after the procedure.

Manufacturer narrative:
Mandatory medwatch form (B)(4) received. Correction: device available for evaluation? ¿ returned information was previously missed.

Event description:
New information on 08/02/2017 indicated that patient was admitted due to increase in shortness of breath and heart failure.